Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 0.5mg/ml at a dose of "0.5mg". It was reported that, during a pump preparation, the scrub technician emptied out approximately 17.5ml of sterile water and was then unable to fill the reservoir with medicine. The scrub technician then attempted to get all of the air out of the pump via syringe numerous times. They tried different needles, different syringes, and different sized syringes and was still unable to push medication into the reservoir. At that time, the doctor requested that a new pump be used; a new 20ml pump was used. At the time of this report, the issue was resolved and the patient status was "alive-no injury". There were no patient issues. The pump was never implanted. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. The patient's weight and medical history were asked but were unknown. The event occurred intra-operatively.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was reported that they were implanting a new sm3 pump and it locked up when trying to put medication into the pump. The rep stated that they got 17.5 cc of sterile water out but were not able to get anything in. The rep stated they would use a different pump for the implant. The pump s/n was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.